Event description:
Clinician report that the stim output felt like it as shocking him when using the premod waveform. Also reported that the unit sometime appeared to operate intermittent. No pt data, treatment parameters, and resulting conditions/parameters was provided. No reported injury, treatment and/or post injury treatment was provided.

Manufacturer narrative:
A full functional test, including a treatment, was conducted on the unit via measuring equipment. The device met design performance specifications. No shocking characteristics were found.